Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Evaluation summary: (B)(4) battery - high impedance.

Event description:
It was reported that the patient went to the emergency room after "passing out" records indicate that during a recent interrogation, the device indicated a longevity calculation of eight years remaining, but one week later, the device was at elective replacement indications (eri) and the device went to vvi 65 mode. The patient is displeased with the longevity of the device, indicating that the patient physiologically paces twenty percent in atrium and one percent in the ventricle. The device was removed and replaced. No further patient complications have been reported as a result of this event.